Event description:
A peritoneal dialysis (pd) patient reported having right inguinal hernia repair surgery on (B)(6) 2015. There were no complications with the surgery and the patient was sent to the recovery room in stable condition. The patient did not miss any treatments and has been able to continue cycler-based therapy.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation and review of available medical records.